Manufacturer narrative:
A ge service representative performed an onsite investigation. The handswitch assembly was replaced and the b380 printed circuit board's connections were reseated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stayed on and would not stop screening until the key was turned off. The system also displayed a "foot switch was stuck" error message. No patient injury was reported.